Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure (B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the distal third of the superficial femoral artery (sfa) of the right leg. One biomimics 3d vascular stent was implanted. One 6.0 x 60mm stent. On (B)(6) 2020 a restenosis of the treated segment (target lesion) was identified. This event was described as "possibly related" to the device and "not related" to the procedure but was described as a worsening of a pre-existing condition. Percutaneous intervention took place on the (B)(6) 2020 and involved drug coated balloon / drug eluting balloon and thrombectomy of the segment of the ostial sfa to distal third of the sfa. The outcome of the event is described as resolved/recovered. The device remains implanted.